Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 400cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced pain, firmness, and superior displacement of the right breast. Subsequently, she was diagnosed with a ruptured right breast implant using magnetic resonance imaging and right breast baker grade IV capsular contracture during an exam with a medical professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date.  It is unknown at this time if the device will be made available for return.  As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 26, 2024, mentor received the following additional information. In addition to the previous reported complications, the patient sought a consultation with a medical professional as she felt her breasts were uneven. During the exam, she indicated that while breast feeding, she developed right breast mastitis. Rapid onset of capsular contracture was indicated following the breast feeding/mastitis. Additionally, she was diagnosed with lateral hypermobility of the left breast implant during the exam. As a result, the patient underwent bilateral removal and replacement with 630cc mentor memorygel boost breast implants on (B)(6) 2024. The implants were explanted and found to be intact, without rupture. This report is for the right breast prosthesis. Since the right implant was removed intact, rupture is no longer applicable to this file. As an event for the contralateral side was indicated, another file was generated to document the event. Reason for device explant and/or reoperation: local reaction manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 23, 2024, the mentor analysis lab received the suspect medical device for evaluation. On december 30, 2024, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. During the visual evaluation, no apparent damage or visual anomalies were observed on the breast implant device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 25, 2024, mentor was notified that the patient was scheduled for breast implant removal on (B)(6) 2024. Date of explantation: (B)(6) 2024. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. D4: UDI: product made prior to UDI compliance date. UDI not required. Reason for device explant and/or reoperation: capsular contracture, rupture. Manufacturer¿s reference number: (B)(4).